Manufacturer narrative:
Initial 2 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set tubing was leaking at the site event on 19 apr 2026. The blood glucose level was high at the time of event and was treated with correction bolus via pump. The issue occurred with three infusion sets.